Event description:
Alleged the pt may have been injured when they exited the bed and fell. The facility stated the bed exit alarm, at the bed, is not very loud.

Manufacturer narrative:
The facility biomed stated the bed was working correctly, with the bed exit alarm functioning at the bed and the nurse station. The bed has been moved and is still in use, but he did not know the bed serial number. The account would not release any details concerning the pt's injury.